Event description:
It was reported that the user experienced frequent low glucose events recorded at 25 mg/dl, with device data also showing episodes of high glucose documented at 458 mg/dl while using the ilet and ingesting oral glucose when low. Customer care provided support that included guidance to allow the ilet to deliver insulin as needed and to avoid entering meal announcements to correct high glucose, and the user was transferred to clinical support for further coaching. Investigation of this case revealed no device malfunction, and user behavior of entering additional meal announcements to correct highs was identified as a likely contributor to glycemic variability and lows. No clinical symptoms associated with hypoglycemia and hyperglycemia reported during the event. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.